Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. It was further reported that the implantable pulse generator (ipg) was not working properly and the right ventricular (rv) lead exhibited possible non capture. The ipg and rv lead remain in use. No patient further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the anatomical position of the lead was the right atrium. It was also reported that the patient was cardioverted to restore their normal sinus rhythm. The patient does not have a right ventricular (rv) lead thus non-capture was noted on the electrograms (egm). No device malfunction was noted.